Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a damaged was not confirmed due to unavailable sample. The root cause is the patient had a pet in the room during therapy. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center stating that a cat bit through the patient line, which occurred on the homechoice (hc) during use during prime. The home patient (hp) wanted to know if there was any way to save her bags of solution. The baxter technical service representative (tsr) advised the hp to start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. A follow up was done via phone; the home patient has continued therapy no injury or medical intervention was reported as a result of this incident.